Event description:
User facility medwatch report (# (B)(4)) received, stating: during the pulling of femoral sheath perclose failed. Patient with continual bleeding with large amount of blood loss and large hematoma

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Attachment user facility medwatch #(B)(4).

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of hemorrhage and hematoma are listed in the perclose prostyle instructions for use as known patient effects of use with suture mediated closure device procedures. The cause of the reported difficulties cannot be determined. The subsequent treatment appears to be related to procedure circumstance. It is possible the failure to fire is related to the sutures not capturing the vessel properly; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. H10 - related report number added.